Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected gray screens occurred during testing either. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone that the insulin pump had button issue. Customer¿s blood glucose was 160 mg/dl at the time of incident. Customer states that numbers are not ramping on their own and scroll bar was not moving with no input. Customer states that middle button was unresponsive. Customer states using the up arrow and down arrow allows them to navigate screens while the screen turns gray. Customer stated that the button was not unresponsive during an easy bolus attempt. The insulin pump will be returned for analysis.